Event description:
It was reported that an asymptomatic patient presented for a routine follow up and the left ventricular lead exhibited loss of capture. X-ray confirmed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014. No patient symptoms were reported and the patient would be monitored as normal.

Manufacturer narrative:
Analysis found no anomalies.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.